Event description:
It was reported that hv therapy was aborted due to episodes of noise. When the lead was explanted, the physician observed an insulation anomaly on the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field event was verified in the laboratory. The outer insulation of the is-1 leg was abraded and the sensing coil was exposed as a result of friction with the ICD can. If the exposed metal of the sensing coil comes into contact with the ICD can, noise can occur.